Event description:
The complaint was reported as: the breathing bag was leaking during a surgical procedure. No patient injury or intervention reported.

Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. For material #(B)(4) - the assembly process and manufacturing procedure were reviewed and no findings that can potentially relate to the reported issue were found. The DHR (device history record) review was conducted for the reported lot number. No issues or discrepancies were found which could potentially relate to this complaint. The DHR also showed that the product was assembled and inspected according to specifications. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The breathing bag assembly p/n (B)(4) is included into the (B)(4) product. The DHR batch number (B)(4) of the breathing bag assembly was reviewed but no issues were found which could potentially relate to this complaint. The breathing bag assembly p/n (B)(4) use the breathing bag p/n (B)(4) that is a purchased component. According to the DHR (B)(4), the lot number of the breathing bag p/n (B)(4) was 022812-22-8. No issues related to the customer complaint were found during incoming inspection for the lot number 022812-22-8. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.